Event description:
It was reported that wire inside the handle of the single ligating device snapped and the spring released. The handle was subsequently cut for removal. The issue occurred during a therapeutic polypectomy. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. The reported allegation was confirmed by a photo provided by the customer. The root cause of the malfunction was unable to be determined. However, the cause of the event is likely due to stress of repeated use/excessive force, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.